Event description:
It was reported that the patient has cobalt in blood, nervousness, worry, anxiety, and lost of sleep.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate neck. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
An event regarding revision involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient has cobalt in blood, nervousness, worry, anxiety, and lost of sleep. It was reported that the patient had a right hip revision surgery.